Event description:
Zoll r series defib does not recognize onestep CPR complete pads. Unable to shock; unable to complete daily check. Replaced with a new pair of pads, daily check successful. Also reported to have happened previously this month, although that set of pads was discarded.